Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: in 2008 - patient was implanted with an alleged bard composix kugel patch which is alleged to have been defective at the time of implant. Patient alleged to have suffered serious and permanent damage. On (B)(6) 2015 - patient discovered the injury alleged to have been caused by the mesh. The attorney alleges the patient experienced permanent injury and defective mesh.

Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. Of note this is a patient with an extensive surgical history post implant of the composix kugel mesh. Based on a review of medical records it was reported the patient experienced infection, adhesions, recurrence and fistula formation six years post implant. Adhesions, recurrence and fistula formation are all listed as possible known adverse reactions in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information provided no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: in 2008-- patient was implanted with an alleged bard composix kugel patch which is alleged to have been defective at the time of implant. Patient alleged to have suffered serious and permanent damage. On (B)(6) 2015-- patient discovered the injury alleged to have been caused by the mesh. The attorney alleges the patient experienced permanent injury and defective mesh. Addendum to the previous information based on a review of medical records provided to davol by the patient's attorney: in 2008 - the patient was diagnosed with a ventral incisional hernia and underwent implant of a bard composix kugel hernia mesh. On (B)(6) 2012 - the patient presented to the hospital ER with a two-day history of ab pain described as "severe sharp, constant and localized in the peri umbilical area" as well as vomiting. Patient was admitted to the hospital and diagnosed with a partial small bowel obstruction which resolved with non invasive medical treatment. On (B)(6) 2013 - the patient underwent a hysteroscopy with dilation and currette. No mention or visualization of bard mesh. On (B)(6) 2015 - the patient presented to the hospital ER multiple times with a complaint of ab pain, nausea, vomiting and was admitted with a small bowel obstruction which resolved with non invasive medical treatment. On (B)(6) 2015 - the patient was diagnosed with pelvic pain and menometrorrhagia with multiple ab surgeries and underwent a total ab hysterectomy, bilateral salpingo-oophorectomy and lysis of bowel adhesions. On (B)(6) 2015 - the patient presented to the hospital with complaints of developing severe urinary incontinence following the hysterectomy and urinating through her vagina as well as abd wall pain. Previously the patient had a cystoscopy performed and was diagnosed with a right uterovaginal fistula. The patient was subsequently admitted to the hospital for about 2 months while undergoing multiple surgical procedures which included nephrostomy tube insertion, an incision and drainage of an ab wall abscess which included partial removal of the bard ck mesh, that was sent for culture and was found to have grown gram-positive cocci bacteria. On (B)(6) 2016 - the patient was diagnosed with an enterocutaneous fistula, recurrent ventral incisional hernia and infected residual mesh (ck). The patient underwent a 4 part procedure which included cystourethroscopy with retrograde pyelogram, right-sided ureterolysis, right-sided ureteral reimplantation, open placement of a single j ureteral stent, exploratory laparotomy, lysis of adhesions, excision of enterocutaneous fistula requiring 2 small bowel resections with primary anastomosis, removal of infected mesh (ck) and a recurrent incisional hernia repair with implant of a non bard davol graft.